Manufacturer narrative:
The investigator assessed the event as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On the day of the index, two resolute onyx drug eluting stents were implanted: one in the lad and one in the cx. The next day the patient suffered pci related mi. The target vessel is unknown.

Manufacturer narrative:
Cec adjudicated mi event preceded enrollment, mi no event. The patient also has a medical history of cad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was treated with medication. If information is provided in the future, a supplemental report will be issued.